Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced urgency, dyspareunia, pelvic pain, mesh erosion and extrusion, pain, over active bladder and urinary problems. An explant of the mesh and cystoscopy were performed.